Event description:
It was reported that the patient was experiencing inadequate and non-target stimulation due to lead migration. The patient underwent revision procedure and was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-50. Serial: (B)(6). Batch: 7130208.